Manufacturer narrative:
Insulin pump was received with a compromised force sensor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/delivery test due to loose/protruded drive support disk. Unable to perform occlusion test due to compromised force sensor error alarm. Unit had missing end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer also reported that there was a "funny looking" line of the display screen. Customer's blood glucose was 527 mg/dl, after correcting for a blood glucose of 387 mg/dl. Customer changed infusion set. After troubleshooting, customer was advised that insulin pump would need to be replaced.